Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and gravity flow testing were performed. The device was found to be leaking out of the blue air vent on the drip chamber. The cause of the leak could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the air vent during priming. There was no patient involvement. No additional information is available.